Event description:
The customer reported via phone call that they had a blank display on the insulin pump. Customer's blood glucose was 450 mg/dl. The customer was treated with manual injections. Troubleshooting found damage to the battery threads on the insulin pump. It was also found the battery cap was not on the insulin pump. Customer also reported they went to urgent care on (B)(6) 2015 due to a fever. Customer also reported a branchicus and sinus infection was also the cause behind the urgent care visit. The customer's blood glucose was 475 mg/dl at the time of the visit. Customer stated they had been disconnected from the insulin pump for 26 hours prior to the visit due to the battery cap issue. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was monitored for several days and no blank display noted. The insulin pump was received with normal operating currents. No damage was found on the lcd isolation tape noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.